Event description:
A baxter field service engineer reported an infusion pump with failure code 570. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary:evaluation occurred on-site. Failure code 570 was confirmed. Failure code 570 is caused by low battery voltage. Inspection of the device found that the pump's batteries had 7 battery discharges below the alarm threshold which indicated that the pump's batteries were damaged. The batteries were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.